Manufacturer narrative:
Corrected data: section g3 updated from 27 aug 2024 to 12 sep 2024.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received noted that the patient was brought into clinic and the app was able to be re-connected to the phone application.